Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: photo analysis of the device generally does not assist abbvie in determining a probable cause for this event. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The video captures the injector with the bevel was in the center position. The slider of the injector appeared to be in the start position, and the needle appeared fully extended. Complainant engaging with the slider. As the complainant advances the slider, the needle does not appear to retract or move in tandem with the slider knob. The needle remained fully extended as the slider knob was advanced to the end of the travel distance. The reported event of needle retraction issue is verified since the needle did not retract as the slider was advanced; therefore, the expected condition was not met. It is unknown why the needle did not retract while the slider knob was advanced, and a root cause cannot be identified. A full evaluation could not be performed since the sample was not returned.

Event description:
Healthcare professional reported a xen®45 gts event described as "[device] did not have an implant and when moving the plunger the needle does not retract" during implantation in unknown eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., a.6., b.5., h.6.

Event description:
Additional information reported there was no patient contact. Surgery was completed with another device.